Event description:
The threads on the cup inserter are stripped. Update - upon examination of the instrument a portion of the top thread broke off.

Manufacturer narrative:
Examination of the returned instrument found a portion of the top thread broke off. The root cause is attributed to misuse; appears the user impacted without the threads threaded into the cup. A two-year search of the complaint database did not identify a trend. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.